Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance, e.g., bone, and-or manipulation of the position of the device by gear shifting of the inserter. A labelling review was performed and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during an indirect decompression implant procedure, upon deployment, the metal ring of the spindle cap broke off from the spacer implant. The parts were removed from the patient without incident, and another implant was used to complete the procedure. It was noted that the physician did not use excessive force during the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that during an indirect decompression implant procedure, upon deployment, the metal ring of the spindle cap broke off from the spacer implant. The parts were removed from the patient without incident, and another implant was used to complete the procedure. It was noted that the physician did not use excessive force during the procedure. No additional adverse patient effects were reported.